Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when the nurse changed the dressing during maintenance 4 days after implantation, she checked the scale and found that there was no scale and when the catheter was withdrawn backwards which affected the maintenance judgement of the patient's insertion length. The catheter scale was intact before insertion. The catheter has been removed and the scale of the catheter in the patient's body was also missing. It was replaced.

Event description:
It was reported when the nurse changed the dressing during maintenance 4 days after implantation, she checked the scale and found that there was no scale and when the catheter was withdrawn backwards which affected the maintenance judgement of the patient's insertion length. The catheter scale was intact before insertion. The catheter has been removed and the scale of the catheter in the patient's body was also missing. It was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This report is to correct the date bd aad became aware of the event to 7/11/2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markers is confirmed; however, the exact cause is unknown. One photograph of a 5 fr dual lumen powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed the catheter insertion site. Some of the depth markers were observed to be missing. Use residue was observed throughout the catheter, and no damage was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause, and it could not be determined if the depth markers were worn off during use or were never present. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the nurse changed the dressing during maintenance 4 days after implantation, she checked the scale and found that there was no scale and when the catheter was withdrawn backwards which affected the maintenance judgement of the patient's insertion length. The catheter scale was intact before insertion. The catheter has been removed and the scale of the catheter in the patient's body was also missing. It was replaced.